Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Based on the device analysis grid, the assessments of the complaint are: bubbles: observed a bubble, but the device has an opening. Additional observations: observed three openings assessed as surgical damage.

Event description:
Company representative reported "bubbles" against left side device. Healthcare professional later reported "hole, non-specific". The device has been explanted.

Event description:
Company representative reported, "bubbles" against left side device. Healthcare professional, later reported, "hole, non-specific". The device has been explanted.